Event description:
It was reported that a patient¿s left ventricle (lv) lead exhibited an unknown malfunction. The lv lead was capped and replaced on (B)(6) 2025. No patient condition was reported.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received that the left ventricle lead exhibited high threshold. The patient was stable throughout.